Manufacturer narrative:
G4:03feb2020. B4: (B)(6) 2020. The part was returned to the manufacturer for failure investigation (fi). It was determined that the resistance were out of specifications. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 11dec2019. The manufacturer¿s field service engineer (fse) confirmed the reaction didn't respond well at manipulating a panel button and the coordinate was misaligned in a large amount. Fse confirmed calibration was unable to perform properly, so the touch screen was replaced for improvement. Performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test issue. Unit was checked overall run in tests then no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement.